Manufacturer narrative:
The returned device was evaluated. External visual inspection found no physical damage. The pads on the electrodes were removed and fiber remains from pads and dried gel deposits were observed on the electrodes. Continuity testing across the surface of the electrodes found an open circuit across all of the electrodes. The gel and fiber residue was removed and good continuity was found across the electrodes. Continuity testing was performed between the electrodes surface and the connector and found an open circuit between the CT electrodes and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use. The sedline sensor couldn¿t be detected due to an open circuit between CT electrode and the tip of the connector.

Event description:
The customer reported the patient state index (psi) was not in the expected range. No patient impact or consequences were reported.